Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's loop recorder could not be interrogated at a follow-up session. A device download was unsuccessful. Subsequently, the loop recorder was explanted and replaced. No adverse consequences were reported. The exact date of surgery is unknown at this time.